Manufacturer narrative:
Upon investigation, the nylon shaft to pusher body joint failed. Review of the lot history did not produce any findings relevant to this report. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that the attached event is reportable as a "product problem (malfunction)."

Event description:
A starclose device was received without any information regarding details of device failure, physician, patient information and/or patient outcome. No reported adverse event or death.